Event description:
Reporter indicated that vns pt was seen in hosp emergency room due to pain in the neck and swelling on the left side of the face that was thought to be related to the ncp system. The magnet was placed over the device to temporarily discontinue stimulation, after which, the pt's symptoms subsided. Review of x-rays by treating physician did not reveal any obvious discontinuities in the ncp system. Device diagnostic testing was not performed as it was reportedly too painful for the pt to remove the magnet to resume stimulation. The device was programmed to off. It was reported that the pt was doing well approx one month prior and that it was determined at that time that the generator may be nearing end of service. The pt's device has reportedly been programmed to the same settings for approx three years and the pt had been without problems at prescribed settings until recently. Review of mfg records for both the pulse generator and the bipolar lead revealed no anomalies that would adversely affect device performance.